Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 full height was unable to open. The field service engineer (fse) checked the latch and magnet, then used the lever to open the drawer and discovered that a cubie had popped out, preventing the drawer from opening. The fse force released all cubies from drawer 6 in the hardware test application and identified that tray e for the cubie was not inserted correctly. The fse properly reseated tray e and then reinserted all cubies. Additionally, a 2x2 cubie in tray e was overfilled, and the fse had the rx team remove excess items from cubie. After correction, drawer 6 opened and closed smoothly without jams or failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had kept clicking and required maintenance. Customer tried to reboot and recover the storage space, but the issue persisted the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.